Event description:
It was reported that within a week of implant, the left ventricular lead had dislodged. The lead was programmed off until it was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.